Manufacturer narrative:
No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Both batches were inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
Patient reports, "I am having so much trouble getting the cap off the dosing syringe. My husband tried using pliers, but that just made the needle, and the cap come off the syringe. We finally were able to get the needle to stay on and I was able to administer my dose." 2) "I was so flustered and upset about not being able to get the cap off the needle, that I forgot to wait the 2 minutes before injecting the medication. I don't have any side effects, and the injection site looks good." Advised patient to call hcp office for further instruction.